Manufacturer narrative:
(B)(4). The sc60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the jaws did not open when the doctor was going to open the jaws to change the firing position before the 1st firing. The device was used on the colon. The cartridge was blue. Reinforcement material was not used. Before this event, the device clamped the target tissue, and then released to reposition. It was the 2nd repositioning when the jaws did not open. Eventually, the device was removed from the patient by cutting the patient¿s side with another echelon device. There were no adverse consequences to the patient.